Event description:
It was reported that the pt had a prod placed in 2006 and has had pain as well as a lump under the area. She is scheduled for surgery on 05/14 because her surgeon thinks the top layer of mesh is "separated and unravelling" and thought that her patch was affected by the recall. She was informed that this prod is not part of a recall. F/u with pt in 2007 revealed that her surgery was performed as scheduled. Per her surgeon, the problem was that one end of the mesh had become "rolled down". The surgeon explanted the "rolled down" section of mesh and left the rest of mesh in place as it because this portion of the mesh was "doing what it was supposed to do." Another piece of mesh was placed to take the place of the explanted piece. The surgeon told her that the problem with this mesh was not related to the problem with recalled prod, which was the ring breaking. She reported that she is feeling much better since this surgery.

Manufacturer narrative:
There has been no prod returned for eval. Therefore, no conclusion can be drawn.